Event description:
Reporter indicated that a vns pt was experiencing an increase in seizure activity above the pre-vns baseline. The physician ran un unknown diagnostic test and reported the results as being "normal". The pt followed up with a surgeon approximately three and a half week later, where normal mode and systems diagnostics tests were performed both resulting in high lead impedance. X-rays were reviewed by the mfg and no obvious malfunction was identified. No serious injury was reported. Pt is scheduled for lead revision surgery.

Manufacturer narrative:
X-rays were reviewed by the mfg and no anomolies were noted. Device failure is suspected, but did not cause or contribute to death or serious injury.